Manufacturer narrative:
Unit received with blank display due to corroded electronic assembly. Corroded motor assembly noted during visual inspection. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump was turned off and did not work anymore. The customer's blood glucose value was unknown. The customer also stated that they dried insulin pump and replaced battery but pump was only beeping and did not respond anymore. The insulin pump will be returned for analysis.